Event description:
It was reported that this inflatable penile prosthesis was explanted due to a purulent infection. A new ipp was implanted recently as the infection had resolved. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and no problem detected were assigned to this investigation. B3 date of event: estimated.